Manufacturer narrative:
Findings: button error alarm and no act button response due to corroded keypad trace. No unexpected vibration or audio/beep anomaly noted. Unable to perform rewind and basic occlusion, occlusion, prime/a33, excessive no delivery and displacement test due to no act button response. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer received an alarm while trying to program a bolus. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.